Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: broken, visual inspection: the unknown cable/wire and cable tensioner were returned to us customer quality. Upon visual inspection, it was noted that the cable was stuck in the cable tensioner. The cable appeared to be frayed, broken and jammed within the chuck jaws. Overall, the cable was severely damaged. The received cable tensioner (17+ years old) also appeared dull, consistent with age and repeated use. The knob of the tensioner was found to function as intended, but the internal jaws were not opening and closing more likely due to the complaint condition of stuck cable inside. No new malfunctions were identified as a result of the investigation. Document/specification review: the part number and lot number for the cable could not be determined. A device history record (DHR) review could not be performed as the lot number is unknown. Dimensional inspection: the cable could not be dissembled from the tensioner. Due to the nature of the complaint, a dimensional inspection could not be performed. Conclusion: upon visual inspection, the complaint condition of a stuck cable was confirmed. While no definitive root cause could be determined, the most likely cause for this complaint is that the cable fragments lodged within the tensioner body caused the cable to become bound up within the assembly during tensioning. Also, it is likely that the device was not oiled properly following sterilization cycles or the cable was damaged (frayed, bent). Because of the damage symptoms, the exact cause cannot be elicited; we assume that temporary mechanical overload was leading to this damage. The review according to our material and manufacturing documents could not be reviewed as lot number is unknown. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cable wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, an unknown cable was stuck in the cable tensioner handle when the consultant picked up the instrument set. This occurred after the unknown procedure. Patient outcome is unknown. This report is for one (1) unknown - cable/wire. This is report 2 of 2 for (B)(4).